Event description:
Surgeon inserted implant into the humeral head (average bone) and the device broke in half. Surgeon pushed the broken implant deeper into tissue and inserted a metallic implant on top of it. No adverse consequences reported as a result of event. Initial determination made in 2005 was revised after further evaluation of the event. This event was considered deemed reportable a month later. This device is used for treatment.